Event description:
Graft was implanted in 1992. In 2/98, the right branch of the graft occluded. Since the left branch was still patent, no intervention was required. A perigraft liquid was observed 3/18/99. No intervention was required at that time since the perigraft liquid remained stable. In 2000, graft was explanted after a skin fistulization was observed to prevent risk of infection.